Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Root cause is related to a tolerance stack up issue; investigation is in-process. The results will be forwarded to the FDA upon completion of investigation.

Manufacturer narrative:
Other - investigation found a potential tolerance issue between the driver and the screw as reported. A design change has been implemented to change the tip geometry to eliminate potential interference with mating screws.

Event description:
It was reported that 2.7mm screwdrivers are not fitting into variable locking screws in trauma procedures.